Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure coils may be migrating') and pelvic pain ('severe pain'). In an adult female patient who had essure (batch no. B02266), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error, "endometrial ablation performed on the same day of essure insertion". The patient's medical history included: hypertension, hypothyroidism, irritable bowel syndrome, rectocele and cystocele. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (robotic tlh/bilateral salpingectomy, removal of essure and robotic supracervical hysterectomy with bilateral salpingectomy , lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, rash and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted, in date of removal: (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date, essure seen bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, medical device monitoring error. Lot number#: b02266, manufacturing date: 2013/02, expiration date: 2016/02. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), fatigue ("fatigue") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, fatigue and genital haemorrhage outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils may be migrating') and pelvic pain ('severe pain') in an adult female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included hypertension, hypothyroidism, irritable bowel syndrome, rectocele and cystocele. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), genital haemorrhage ("heavy bleeding") and fatigue ("fatigue"). The patient was treated with surgery (robotic tlh/bilateral salpingectomy, removal of essure and robotic supracervical hysterectomy with bilateral salpingectomy , lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, rash, genital haemorrhage and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted in date of removal-(B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure seen bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation,medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. Reporter information, medical history, lab data, lot number added. Events: essure coils may be migrating, endometrial ablation performed on the same day of essure insertion added. Information from last follow up 2 dated 03-mar-2021 removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), fatigue ("fatigue") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, fatigue and genital haemorrhage outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.